Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing the device sounded an audible alarm tone, no error message was displayed and then powered off by itself. It was unspecified the duration between the alarm and power loss. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.